Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a conductor fracture was discovered on this right atrial (ra) lead during a device replacement procedure. The location of the conductor fracture was noted to be in the subclavian based on the x-ray images. This lead was surgically abandoned and a new atrial lead was added. No additional adverse patient effects were reported.